Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during lens implantation the lens was released rapidly into the posterior chamber, causing capsule rupture in the left eye. A lens of a different model was placed in the sulcus. Please reference MDR#: 1119279-2014-00287 for the lens involved in the reported event.